Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported the patient with this right ventricular (rv) lead had history of previous twiddler syndrome with lead dislodgement. The patient received two inappropriate burst of anti-tachycardia pacing (atp) and one inappropriate shock due to noise oversensing. Later, the electrogram (egm) was reviewed but it was flat with no activity, therefore a chest x-ray was performed, and a full rv lead dislodgement was concluded. No additional adverse patient effects were reported. This rv lead remains in service.